Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's ipg was replaced with a new one which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing intermittent burning sensations at his ipg site without stimulation turned on. An sjm representative met with the patient and confirmed the scs system is functioning properly. The patient stated after he charges his ipg, upon removing the charger antenna he experienced painful burning. The patient stated he went to the ER after the last time. Surgical intervention may be pending to address the issue.